Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-05352, reference MFR. Report: 1627487-2019-05353. It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted the scs system.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-05352. Reference MFR. Report: 1627487-2019-05353.